Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, there were multiple attempts to place the left ventricular (lv) lead in an adequate position; however, the attempts were unsuccessful in finding adequate pacing thresholds. The lead was removed and another lead was implanted and adequate pacing thresholds were achieved in a position that was similar to the first lead. The physician requested analysis of the first lead to see if it was damaged during the implant process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. However, there was blood on the distal conductor of the lead and it was not obstructed and the tip seal on the distal electrode of the lead showed evidence of blood ingression.